Event description:
Additional information. The patient was being followed up with every week, and the next week that patient had continued to not see any new "in the box" messages. The patient still had issues with coupling/communication while recharging though. The patient had difficulty maintaining coupling boxes. Al assessment was performed at the start of the recharge session because it was difficult to find the correct placement for the recharge antenna. At the start of the recharge session the patient would get 8 coupling boxes. After a minute it would drop to 6 and then 4 and then 2. Recharging used to take 15 minutes a day and now it took 30 minutes. The recharge belt did tend to slip some on the patient's body while recharging, which could cause the loss of coupling. The patient typically placed the recharger right over the skin while sitting on a stool. It was noted the patient was very dedicated to her routine of charging every morning and preferred to charge daily so that recharging took a shorter period of time. The following week when the patient was contacted it was reported the patient was given adhesive discs to use while recharging and these resolved the coupling issue. The patient was now able to get and maintain 6-8 coupling boxes while recharging. The following week, (B)(6),2012, the patient received a 4th "in the box" error message on the patient programmer. The error message was cleared and the patient was educated to only charge the device to 3/4 full to see if the issue would resolve. It was noted the patient's original recharger was analyzed and the results showed there were no anomalies and it could charge up a stimulator without any issues.

Event description:
Additional information. When the patient received the 4th "in the box" error message the patient had woken up in the morning and recharged the battery as she usually did. Later in the morning, the patient went to increase stimulation using the programmer and then the "in the box" message appeared on the programmer screen. After the 4th "in the box" error message the patient was advised to only charge the battery from ¼ to ¾ full rather than fully recharging every day, and the reporter stated, the patient was in fact following these instructions. When the patient had been fully recharging the battery, she would wait until she saw the "battery icon with water droplets coming out" on the recharger screen and then press the "x" button to stop recharging. The patient was going to wait another month or 6 weeks and monitor the situation.

Event description:
It was reported stimulation could not be adjusted and the programmer was displaying the "in the box" icon. The patient always decreased the stimulator setting at night and every morning the patient would recharge the stimulator and then increase the setting. The "in the box" message appeared after recharging in the morning today. The stimulator battery was "almost" fully charged and the patient was able to get all 8 coupling boxes with the recharger. The patient met with a medtronic representative and the device was interrogated with a physician programmer. Afterwards the stimulator was working "fine."

Event description:
Additional information. The "in the box" icon appeared a 2nd time, and stimulation could not be adjusted. The device was interrogated with the physician programmer and the issue was resolved. The patient had not had any medical procedures performed recently. The patient had received a new patient programmer after the 1st occurrence. The patient then received a new recharger after the 2nd "in the box" occurrence, but after recharging with the new recharger the "in the box" icon appeared a 3rd time. A short physician mode recharge (pmr) was performed and this resulted in stimulation turning off. The "in the box" icon still displayed on the patient programmer though. The patient had not been around any electromagnetic interference (emi). It was noted prior to every recharge session an antenna locate (al) assessment was being performed because the patient thought it was required to start a recharge. It was recommended not to perform al prior to recharging. The morning after the short pmr a recharge session was performed without first doing an al assessment, and afterwards no "in the box" message appeared on the programmer. The patient was able to increase stimulation, however, the patient was having difficulty maintaining coupling boxes, which had started since the second "in the box" occurrence. The patient was getting 4-6 boxes shaded while recharging. Later it was reported due to difficulty maintaining coupling al assessment was performed. Following the al the patient still had coupling issues, but there was no "in the box" message. The next day coupling was compared between the old recharger and the new recharger and the old recharger "seemed" to be getting better coupling than the new one. The old recharger was getting 6-8 coupling boxes shaded. Prior to recharging al was performed again, but no "in the box" message appeared. The following week the patient still had coupling issues, but there were no new occurrences of the "in the box" icon. When recharging started there were all 8 efficiency boxes, but then it would drop down to 6, then 4, then 2. The patient's husband thought something was wrong with the system. The new recharger was being used, and the patient did not move when recharging.

Manufacturer narrative:
Concomitant medical products: lead model 3776-45 serial #(B)(4) implanted: (B)(6) 2010; lead model 3776-45 serial #(B)(4) implanted: (B)(6) 2010; programmer model 3773 serial #(B)(4); recharger model 37752 serial #(B)(4).

Event description:
Additional information. The patient was no longer using the al feature and was recharging only every other day. The patient had not had any new in the box error messages as of(B)(4) 2012.